Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a power on reset (por) had occurred and was identified via remote monitor transmission and had resulted in a reset of data counters and diagnostic data. The device was interrogated and normal function was observed. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.